Manufacturer narrative:
Qc was performed before the event and the results were within the lab's established ranges. Per customer, there were no corresponding error flags with the incorrect patient results. Customer called service and was advised to disable the creatinine module. A field service engineer (fse) found the barring in the stirrer motor was bad, and the motor didn't turn. The fse replaced the stirrer motor and the part was requested to be returned for investigation. Hardware may have contributed to this event. However, a clear root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low creatinine (crem) results generated by the unicel dxc 800 pro synchron clinical systems for multiple samples. The results were reported out of the lab and the customer was notified by the renal transplant department to repeat the test from a patient serum sample for creatinine. Upon repeat on a different instrument, the result yielded >50% higher. The customer then retrieved the previously analyzed samples and reran them on a different instrument and the results were also yielded higher. The results were amended. It is unknown if treatment was initiated or withheld.